Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician experienced difficulty placing the right ventricular (rv) lead. The physician felt the second coil was ¿sticking¿ and difficult to manipulate. Upon removal of the rv lead, there was some ¿wire stacking¿ at the end of the second coil. There was also some unusual spacing of the wire wrapping noted. The rv lead was not used, and a different rv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The exposed superior vena cava defibrillation coil became extrinsically distorted due to pu lling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the damage is consistent with being withdrawn from a hemostasis valve. Hemostasis valves are designed to have a lead inserted, then slit off. They are not designed to have a lead withdrawn from the hemostasis valve. Should an issue occur, the lead and introducer should be withdrawn together. If information is provided in the future, a supplemental report will be issued.